Event description:
The customer reported that the telemetry system was not picking up a good signal and clinical staff had disconnected patient from telemetry transmitter due to poor reception. The patient coded and the nurse happened to be in the patient's room. The staff was notified and resuscitation was given. The patient is presently in ICU on a ventilator.